Event description:
Consumer stated, the outer cover will not stay attached after injection. No injury to report stated, someone can stab their finger if the issue is not corrected. Consumer could only provide the lot number and a description of what he using. Lot: 4086045. Catalog: 31g, 5mm pen needles. Date of event: unknown. Samples: no cl. Sent: on (B)(6) 2024 3:01 am. To: (B)(6). Subject: pen needle problem. I have been using bd pen needles for a while now. Bd says that the product line was sold to you. The problem I have is that the needle doesn't engage its cover. Sometimes, removing the needle from the pen causes them to separate. Sometimes, the needle just falls out. This is a safety problem and a biohazard problem if somebody else gets stabbed by one of my needles. I think it's congenital to the bd product line, and I hope you can correct it.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.